Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failure to open in distal section. The patient was undergoing surgery for treatment of a saccular, unruptured, narrow-necked, left internal carotid artery (ica) aneurysm with a max diameter of 23 mm and a 3.1 mm neck diameter. The landing zone was 3.4 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure showed everything was good. It was reported that the initial distal opening was difficult. The stent did not open distally. The physician tried unsheathing but that was not helpful. Finally, the physician took out the system. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as in dicated in the instructions for use (IFU). The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. There were no patient symptoms or complications associated with this event. Ancillary devices include a phenom 27 microcatheter.